Event description:
Minihip stem revision.

Manufacturer narrative:
CAPA (B)(4). Pt notes, medical history, device details, explant, x-rays to be requested and reviewed so incident can be investigated.